Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead. On (B)(6) 2023, fluoroscopy was performed and revealed lv lead dislodgement. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
Correction: d6a date of implant updated to (B)(6) 2019, was previously reported as (B)(6) 2021.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The s-curve was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.